Manufacturer narrative:
The device has been returned to the manufacturer. Confirmation investigation shows the meter is operating within specification. The meter DHR was referenced and the meter left the manufacturer within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence the event was caused by improper labeling. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the event could not be determined though insulin, other medication, diet and exercise may have been a cause. Factors such as hematocrit, temperature, humidity, elevation, and testing procedure may have contributed to a potentially inaccurate reading. According to the description, a comparative reading could not be performed. Four hours lapsed between the kroger measurement the emergency technicians'. A meter normally displays error 1 when there is an issue with the testing procedure (test strip moved or removed too early during test, additional sample applied during test, attempting test with used test strip). The correct testing procedure is clearly indicated in the instructions for use. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended. Follow-up report includes date product received and summary of investigation results. There is no change to the root cause analysis.

Manufacturer narrative:
The device was requested but has not been returned to the manufacturer. The meter DHR was referenced and the meter left the manufacturer within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence the event was caused by improper labeling. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the event could not be determined though insulin, other medication, diet and exercise may have been a cause. Factors such as hematocrit, temperature, humidity, elevation, and testing procedure may have contributed to a potentially inaccurate reading. According to the description, a comparative reading could not be performed. Four hours lapsed between the kroger measurement the emergency technicians'. A meter normally displays error 1 when there is an issue with the testing procedure (test strip moved or removed too early during test, additional sample applied during test, attempting test with used test strip). The correct testing procedure is clearly indicated in the instructions for use. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.

Event description:
Patient called in because the kroger meter was reported to provide false low blood-glucose readings and error 1. As a result, the patient experienced hyperglycemia and needed to be treated at the hospital. Around 6 pm on (B)(6) 2017, the kroger meter measured 320 mg/dl. After the 320, the patient's daughter tested the patient several times more and got er1 every time and did not test any further after that. That evening it was the patient's daughter who tested her. She usually washes her hands, but does not recall if she washed that evening. She said she was shaky at the time. At 10 pm her son called the paramedics, who arrived minutes later and got 600 on their meter (meter unknown). They took the patient to the hospital, which got 710 an hour later. She said they gave her some sort of glucose reduction. They kept her overnight and was sent home the next day.